Event description:
The customer reported to beckman coulter inc., (bec) that discrepant low red blood cell count (rbc) results, without instrument generated flags, were obtained on patient samples analyzed on the unicel dxh 800 coulter cellular analysis system, on the same day as compared to rbc results from a second dxh 800 analyzer, which were considered correct. Based on phone conversation with the customer on (B)(4) 2012, they stated that they received user defined messages "h&h check failed" (result is above the action limit set by your laboratory and may generate an interpretive message on the printout) messages, on several patient samples on the original dxh 800 analyzer and reran the samples on the second dxh800 instrument. Further review of the results showed that the parameters calculated using rbc were also discrepant between the two instruments. Hematocrit (hct) recovered low and mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) recovered high on original dxh800 as compared to results on the second dxh800 instrument. The customer supplied results from two patients as examples. Results were reported from the second dxh 800 analyzer and no erroneous results were reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The customer also stated that calibration has been performed multiple times and the 6c cell control is recovering high for rbc. The fse indicated that although the customer reported quality control (qc) was high for rbc, he found that after the customer performed calibration, two levels of 6c control were recovering lower than the assay mean for rbc, and one level was recovering slightly above the mean, and all qc recovered within expected ranges. Per phone conversation with the bec complaint analyst, no qc data was provided with the complaint. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). A field engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse stated that no problem was found with the instrument. The fse found that hemoglobin (hgb) was recovering a little low on qc also, so he performed a slight adjustment of the hgb and rbc calibration factors. Following this adjustment, 6c control was recovering within established limits, and the fse ran several patient samples successfully matching with the second dxh 800 instrument. The service activity was verified to meet specified requirements per established procedures. Results met published performance specifications. The cause of the discrepant results is, calibration was not optimal resulting in slightly different rbc recovery between the two dxh 800 instruments.